Manufacturer narrative:
H.6. Investigation: 1. Lot#9156987 DHR was reviewed and no qn found 2. Manufacture records were reviewed, no abnormal was found. 3. Bd used cannulas was evaluated for biological compatibility and met requirement to be safe for the intended use during design phase. 4. 7pcs retention samples were checked on IV point,IV lube, needle puncture and needle angle, no failure found. 5. Pen needle product has 100% IV point inspection by visual system, and defect part will be rejected automatically. 6. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. 7. Base on investigation above, the certain cause cannot be concluded at the moment. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd pen needle experienced device damage/deformation which was noted during use. The following information was provided by the initial reporter: the affected area was red and swollen. The needle was damaged artificially during use.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd pen needle experienced device damage/deformation which was noted during use. The following information was provided by the initial reporter: the affected area was red and swollen. The needle was damaged artificially during use.